Event description:
It was reported that the left ventricular lead was explanted and replaced due to an unknown malfunction.

Manufacturer narrative:
Further information was requested but not received.